Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had his stimulator for 4 and 1/2 years at the time of report and it did not cover any acute pain. It was reported that the patient "got frequent zingers (level 10 shocks in the feet) on a daily basis." It was noted that the stimulator did "nothing for them." It was noted that it "worked well for the chronic stinging" in the patient's legs. It was noted that the patient still had what was called "tender foot where the bottom of the feet were badly bruised." It was noted that the stimulator was "not a cure all for everyone, but it was another tool for me to use." If additional information is received, a supplemental report will be filed.